Event description:
The customer reported that the ventilator went vent inop and alarmed during use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician reported the ventilator went vent inop upon startup of ventilator into normal ventilation mode. The service technician performed troubleshooting and replaced the blower valve to correct the reported problem. Final testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Blower valve.